Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip introducer was inserted into the steerable guide catheter (sgc), air entered into the clip introducer. Air bubbles were observed in both sgc and clip delivery system (cds). Aspiration was performed. Troubleshooting was performed but was unsuccessful. Cds was replaced and procedure was continued. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.